Manufacturer narrative:
(B)(4).

Event description:
A complete se stent was implanted to treat a lesion located in the sfa of the right leg. Approx 12 months post implant restenosis occurred in the right sfa. The right sfa was treated approximately 8 months later with one in.pact admiral paclitaxel-eluting pta balloon catheter, and non-mdt ballooning. The event was resolved. The investigator assessed that the event was not related to the procedure. Cec adjudicated that the restenosis was not related to the procedure.